Event description:
It was stated that the customer was hospitalized for low blood glucose readings. The reading was not reported. Troubleshooting was performed and the insulin pump passed the required tests. Troubleshooting also revealed that the customer had bolused several times prior to the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.